Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a trial implant procedure on (B)(6) 2017. During the procedure, the patient experienced intolerable pain when the doctor attempted to implant the lead intended for use because of anesthesia being ineffective. As a result, the procedure was abandoned. No lasting symptoms occurred.